Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and in investigation summary was performed. The investigation of the complaint articles has shown that: one driving cap (part # 03.010.475, lot # 7719722) was returned for investigation. The driving cap is well used with numerous gouges and marks consistent with hammering. The distal threaded tip of the driving cap is broken off and was returned (the tip is approximately 25mm in length). The exact cause of the complaint cannot be determined, but it was likely a combination of wear coupled with excessive/off angle hammer blows during use. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint condition is confirmed. Device history records review was conducted. The report indicates that: DHR review for: part manufacturing location: (B)(4), manufacturing date: 30.jan.2012. No ncrs was generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a tibial nailing procedure on (B)(6) 2016 to repair a right tibial fracture. During the procedure, while impacting the nail, the synthes driving cap broke off at the junction of the insertion handle. The broken device was removed. A back-up device was not available; however, the surgeon was able to complete the procedure without it. No surgical delay was indicated and no adverse events were reported against the patient. The patient was stable at the end of the procedure. This complaint involves one device: synthes driving cap with one part data. Concomitant devices reported: titanium cannulated tibial nail, 10mm, sterile (part #: 04.004.443s, lot #: unknown, qty. 1), insertion handle (part #: 03.010.440, lot #: unknown, qty. 1, unknown hospital mallet (part #: unknown, lot #: unknown, qty. 1). This report is 1 of 1 for (B)(4).